Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a routine follow up visit, the health care professional (hcp) called technical services (ts) for a consult review of the pacemaker stored non-sustained ventricular tachycardia (nsvt) episode. Upon review, the presenting electrogram (egm) showed oversensed noise on the right ventricular (rv) lead channel. Ts discussed possible causes and recommended for the patient to be further evaluated in clinic. At this time, no adverse patient effects were reported. This pacemaker and rv lead remain in service.